Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of instability.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient was revised because of instability. Doi: (B)(6) 2007, dor: (B)(6) 2011. **update: 5/3/13 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The MDR decision has been reversed and the liner and head have been reported. (Right hip). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Updated 16 june 2015 -- follow up activities performed by legal team after receiving pfs and litigation papers. No change to original investigation. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/28/15 - disc 208 pfs and medical records received. Pfs provided dob, height and weight. Pfs also alleges difficulty walking. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with closed reduction and metallosis.